Event description:
It was reported that the during a device change-out, externalized conductors were observed via x-ray. The lead was capped and replaced. No adverse consequences to the patient. Patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.